Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16697.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failed alarm occurred (error code 110b). It was reported that the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that a "proximal pressure sensor autozero failed" alarm message appeared on the screen while in use on a patient, and the device was removed from the patient without any incident or patient harm. The customer also informed the rse that the device was recently serviced for the same issue and requested a warranty repair. The field service engineer (fse) was dispatched onsite and replaced the data acquisition (da) pcba board. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.